Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# 60553800, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: (B)(6), ubd: 15-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for urinary/bowel dysfunction and urge incontinence. It was reported that when this patient returned to their physician for her lead pull (B)(6) 2024, the left lead was cut to the point the physician could not see anything outside of the skin. When x-rayed, the trial lead was still inside the patient, very deep within the foreman. Physician attempted removal by dissecting down, without success due to the depth of the lead. They cannot get a fragment of the lead wire out. Wire remains in patients. Technical services (ts) reviewed it is a medical decision on what to do.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative. They reported that the healthcare professional tried to dissect down to sacrum and took fluoroscopy images to find remaining wire components but was not successful. The representative reported that the wire was still inside the patient and asked but unknown if any further action will be taken.

Manufacturer narrative:
Continuation of d10: product ID 306001; lot# 60553800; product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.